Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had the pump in water for a brief period of time. Subsequently, the pump displayed a malfunction and then shut down. Although the pump was able to beep and vibrate, it was unresponsive and unable to be turned on. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.